Event description:
The physician prepared to use a wilson-cook web ii memory extraction basket. During system preparation, the basket wires punctured outer sheath near the handle assembly. This observation was made prior to advancement into the endoscope and prior to pt contact. An injury to the user or pt did not occur.